Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The station was rebooted, and storage recovery was performed; however, the issue persisted and remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door double clicked and failed each time it was accessed. A field service engineer (fse) found oxidation on the micro switches on door-2 causing the door failure condition. Further the fse replaced all four latches with new enhanced latches and verified proper operation by testing in hardware mode and application multiple times. The system functioned as intended after the field service engineer repaired the device.